Event description:
It was reported that the right atrial (ra) lead exhibited decreased impedance which now measured at a low impedance value. The ra lead was explanted and was replaced. It was also reported that the right ventricular (rv) lead demonstrated elevated threshold values. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2007 (B)(6); 4076-52 implantable pacing lead 1998 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.